Event description:
It was reported that the patient still had "about 1/4 to 1/3" of the daily "300 iu" dosage left in the cartridge after using the unspecified bd¿ pen needle to inject it during use. The following information was provided by the initial reporter: "the pharmacist is the primary reporter. The pharmacist reports the patient has reported that she has about "1/4 to 1/3" of the medicine left in the follistim 350 iu cartridge after injecting her daily dose of 300 iu, and this has happened for the past three cartridges/doses. The patient was reached at callback to provide additional information about this problem. The patient confirmed the information and added that "the amount of medication left over in the cartridge is significantly more than the 50 iu of normal overfill". The patient reported that she tested the pen for defects as follows: "the first night I used the pen, I did not notice if there was any medicine left over in the cartridge, but on the second night using the pen, I noticed there was some medicine left over. After taking my normal 300 iu dose, I dialed the pen to deliver 300 iu again, and injected the rest of the medicine. All of it went in, and it was possibly about 100 iu. Because of this, I think that the pen is not correctly calibrated. The same amount has been left over in each of the three cartridges I used.""

Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # 2243072-2019-02211. This event has been over-reported and the complaint will be cancelled. H3 other text : see section h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the patient still had "about 1/4 to 1/3" of the daily "300 iu" dosage left in the cartridge after using the unspecified bd¿ pen needle to inject it during use. The following information was provided by the initial reporter: "the pharmacist is the primary reporter. The pharmacist reports the patient has reported that she has about "1/4 to 1/3" of the medicine left in the follistim 350 iu cartridge after injecting her daily dose of 300 iu, and this has happened for the past three cartridges/doses. The patient was reached at callback to provide additional information about this problem. The patient confirmed the information and added that "the amount of medication left over in the cartridge is significantly more than the 50 iu of normal overfill". The patient reported that she tested the pen for defects as follows: "the first night I used the pen, I did not notice if there was any medicine left over in the cartridge, but on the second night using the pen, I noticed there was some medicine left over. After taking my normal 300 iu dose, I dialed the pen to deliver 300 iu again, and injected the rest of the medicine. All of it went in, and it was possibly about 100 iu. Because of this, I think that the pen is not correctly calibrated. The same amount has been left over in each of the three cartridges I used."